Event description:
The customer reported the image on the left monitor goes dark. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and cleaned and reseated monitor connectors. System operates as intended. (B) (4).